Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range right atrial (ra) lead impedance measurement above 2500 ohms. The ra lead is a non boston scientific lead. Technical services (ts) was consulted and recommended further evaluation. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range right atrial (ra) lead impedance measurement above 2500 ohms. The ra lead is a non boston scientific lead. Technical services (ts) was consulted and recommended further evaluation. This crt-d remains in service. No adverse patient effects were reported. Additional information was received and this cardiac resynchronization therapy defibrillator (crt-d) has been explanted due to therapy upgrade.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range right atrial (ra) lead impedance measurement above 2500 ohms. The ra lead is a non boston scientific lead. Technical services (ts) was consulted and recommended further evaluation. This crt-d remains in service. No adverse patient effects were reported.